Event description:
The thread of the terminal broke off and the broken part got stuck into the cup. The surgeon was able to extract the thread with pliers without any consequence on the positioning of the cup and without damaging the cup itself. Ref: MFR # 3005180920-2013-00165.